Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for (B)(6), was performed from date of manufacture (B)(6) 2007, to the present date (B)(6) 2020, and confirmed that this device was previously returned for servicing 3 times and there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an alarm/error code message. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed an alarm/error code message. There was no patient involvement.